Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 12-oct-2020: the investigation was re-opened upon receipt of the product. Examination of the returned device found the instrument to be cracked. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total knee replacement procedure, the scrub nurse noticed two instruments were cracked. The sizer and the fixed bearing impactor were both cracked. Both were noticed before use and alternate instruments were opened instead. There was no delay in the procedure and no patient consequence. The procedure was completed as planned. The crack on the impactor is through the centre on the anterior side. The crack on the femoral sizer is on the black plastic where the posterior pin hole guide is.